Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. Troubleshooting was performed, and the device could not pass the motor displacement test. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.